Manufacturer narrative:
(B)(4). The results of the investigation concluded the deployment sleeve had been extended and locked and was not inserted into the hemostasis cap; the component condition was consistent with the deployment sleeve not having been locked into the hemostasis cap. The suture exited the sheath distal end; the suture distal end strands were even, consistent with cutting. The clear heat shrink tubing and black heat shrink tubing was visible on the suture; however, the tamper tube, anchor, and collagen were not returned. The overall condition was consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A hematoma occurred at the femoral puncture site after leaving the procedure room, following deployment of a 6f angio-seal vip vascular closure device. It is unknown how the hematoma was resolved. It was reported that hospitalization was extended due to this event.